Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had to be checked for water damage.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a field service engineer connected to the station and confirmed that the anesthesia station had been exposed to water after a ceiling leak occurred. At the customer's request, fse performed a thorough inspection for signs of water damage and found no evidence of damage, verified system functionality through the hardware test application (hta), and the station operated normally. The system functioned as intended when the field service engineer inspected the device.